Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drops were unable to be seen exiting the infusion set during the fill tubing process. Tandem technical support offered to troubleshoot issue; however, the customer declined. Upon follow up, the customer reported being successfully able to change supplies and completed the load process. The customer confirmed that blood glucose levels never went above 300 mg/dl.